Event description:
It was reported the rigid video scope shaft was bent with the trocar obturator stuck on the shaft and the device was not producing a quality visualization. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Please refer to the following sections for the new information: d10, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dents on the distal edge, loose light guide adapter, and image out of field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope shaft was bent with the trocar obturator stuck on the shaft and the device was not producing a quality visualization. There were no reports of patient harm.